Event description:
Arjo received a notification regarding the event with a sara flex active lift. It was reported that a resident of the nursing home, who is suffering from severe osteoporosis, was being transported in a standing aid from the bed to the bathroom. Following the information received the resident was helped to stand up with the standing aid and in this moment broke her ankle. The resident was not able to stay up and sinks in the device. She could not hold the feet on the platform, but the safety belt used to keep the feet close to the footrest has been removed. This caused that the person rotated in the device. This contributed to a fracture of both femurs. It was reported that the resident is still in hospital.